Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported material deformation and shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to remove from the introducer sheath could not be tested due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatments appear to be related to the circumstances of the procedure, as it is likely the device interacted with the moderately calcified, 85% stenosed, de novo lesion during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy in addition to the guide catheter during removal of the device, likely contributed to the reported material deformation (damaged proximal stent struts), causing the reported difficulty removing the device. Further manipulation of the device likely caused the shaft to separate. There was no damage noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device which suggests a product quality issue did not contribute to the reported difficulties. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: return device analysis revealed that the xience prox stent delivery system (sds) inner member and the outer member were separated approximately 18 cm proximal to the distal tip of the sds. The distal portion of the xience prox sds contained a separation of the inner member and balloon at the proximal balloon taper. Follow-up with the account confirmed that the inner member and outer member separation occurred when attempting to remove the sds from the patient anatomy prior to the surgical cut down. The inner member and balloon were intentionally cut during the surgical cut down in order to retrieve the balloon and stent from the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat an 85% stenosed, ectatic, moderately calcified, de novo lesion in the mid right coronary artery (rca). A non-abbott guide wire and non-abbott balloon dilatation catheter (bdc) were both advanced to the target lesion, and pre-dilatation was performed with the bdc. A 2.5x38mm xience prox rx stent delivery system (sds) was then advanced and could not cross the lesion. While attempting to remove the sds, a stent strut was noted to be flared at the proximal end, and the stent would not be retrieved in the radial arterial sheath. A surgical cut down was performed and successfully retrieved the sds with the stent from the patient anatomy. There was no additional attempt to treat the target lesion with a sds; instead, the decision was made to treat the lesion with medication. There was no adverse patient sequela and there was a delay in the procedure as the physician could not retrieve the stent in the sheath and therefore consulted a surgeon for stent removal. No additional information was provided.